Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that during coronary intervention procedure in the cardiac cath lab, while attempting to position stent in left main coronary artery the stent came off the balloon and traveled down to the obtuse marginal (om). The stent was fully deployed in the om with good flow. No additional information was provided.